Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion and prime-compromised force sensor system tests. The unit was stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip.

Event description:
The customer's wife called in to report a motor error alarm during fix prime. The customer kept receiving a motor error alarm after a set change. The customer's blood glucose level was 210 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.